Event description:
Event description: ecn event description: I assisted in providing support during a pulmonary vein isolation procedure. After ablating the left veins, we repositioned to access the right pulmonary veins. When attempting to advance the guidewire into the superior vein, it failed to progress, causing the catheter's shape to deform. The catheter was stabilized, and upon removing the guidewire, we observed that its core was exposed, creating a "y" bifurcation. The guidewire was replaced with a new one, allowing the procedure to continue successfully without complications for the patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: replace the guidewire for a new one what is the next course of action?: replace the guidewire for a new one patient present at time of event?: yes patient complications: no patient complications procedure number: (B)(4) device acquired from a distributor?: no.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. No additional information available.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description: ecn event description: I assisted in providing support during a pulmonary vein isolation procedure. After ablating the left veins, we repositioned to access the right pulmonary veins. When attempting to advance the guidewire into the superior vein, it failed to progress, causing the catheter's shape to deform. The catheter was stabilized, and upon removing the guidewire, we observed that its core was exposed, creating a "y" bifurcation. The guidewire was replaced with a new one, allowing the procedure to continue successfully without complications for the patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Replace the guidewire for a new one what is the next course of action? Replace the guidewire for a new one patient present at time of event? Yes, patient complications: no patient complications procedure number: (B)(4) device acquired from a distributor? No.